Event description:
The pt had last their implant twice. They were then given a softband. They were referred to a dermatologist because they had developed what seems to be a strong alergic reaction to the softband. Two spots on either side of the head where lesions of the skin and eczema line skin reactions could be observed. The pt had worn the softband for 15 days: the dermatelogist could not tell if it was the band or the plastic connector that caused these reactions. The band was removed and the plastic connector was connected to same sort of string used in the clinic.